Event description:
It was reported that the procedure was to treat a lesion located in the moderate to heavily tortuous circumflex (cx). A 2.25x26 mm non-abbott stent was deployed successfully; however, after depoyment a dissection was observed distal to the stent. The first 2.0x15 mm mini vision stent delivery system (sds) was advanced to treat the dissection; however, became caught on the deployed stent. During retraction of the mini vision sds, the stent implant was still attached ot the edge of the deployed stent causing the stent to dislodge from the balloon, resulting in the stent implant becoming stretched and elongated. A snare device was used to snare the dislodged stent successfully from the anatomy. Another 2.0x15 mm mini vision sds was advanced in an attempt at treatment of the dissection; however, it failed to cross. A 2.25x8 mm non-abbott stent was used to seal the dissection. There was adverse patient effects or clinically significant delay in the procedure due to any abbott device use. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.